Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. History investigation - no anomaly was found in the manufacturing record and the shipping inspection record. - no other similar report was found in the past. Product structure and mechanism of occurrence: originally in the involved device, when releasing a stent, the sliding part (stent sheath and cover sheath) is pulled into the intermediate shaft (non-moving part), and the stent is released. Regarding this case, based on the occurrence situation, it was inferred that the distal end of the sliding part of actual device got caught on some hard object (e.g., stenotic lesion). In this state, pushing force was applied to the actual device, causing the non-moving part (inner shaft) to move forward, pushing out the stent and partially exposing it. Simulation test: a simulation test was performed in the past to confirm the above mechanism of occurrence. - the inner diameter of transparent tube was narrowed with a restraining band, and the distal end of sliding part of the current product misago was trapped and pushing force was applied to the misago. As a result, a part of the stent was exposed from the sliding part. At that time, the sliding part was slightly pulled into the intermediate shaft (non-moving part), and the position of the distal end of sliding part was displaced toward the proximal side. Cause of occurrence/conclusion: as a cause of this case, the following factor was inferred. However, since the actual device was not returned, it was not possible to clarify the cause of occurrence. 1. The distal end of sliding part of the actual device got caught on some hard object (e.g., stenotic lesion), and pushing force was applied, causing the inner shaft to move forward and pushing out the stent, exposing it. 2. In the state of "1", the sliding part moved slightly toward the proximal side and was pulled into the non-moving part. 3. The exposed stent got caught on some hard object (e.g., stenotic lesion) and flared. Relevant isnrtuctions for use (IFU) reference: "preparation of the stent system 2-5 if you see a gap between the sliding part and the distal tip, move the sliding part to eliminate the gap. Precaution: - stop using the stent system immediately if the gap cannot be eliminated by moving the sliding part. (This could cause adverse events, such as vessel damage.) Preparation of the stent system 3-5. Precaution: - do not advance the stent system by force if you feel any resistance during insertion." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
Terumo medical corporation received the following reported information: for the right external iliac artery (eia) lesion, an attempt was made to perform r2p approach from the left radial. When attempted to deliver the stent by pre-dilation of the balloon, the stent got stuck just before the lesion and could not be advanced. When the stent was pulled, the stuck part was somehow released. When it was removed, the distal end of stent was flared. The balloon was dilated again, and a different size of stent was delivered, which passed through without problems. The procedure was completed successfully. There was no harm to the patient reported.